Event description:
Note: this report pertains to the fourth of four malfunctions occurring during the same procedure. According to the complainant, "when the physician opened the forceps to take a biopsy, one jaw was stuck in place and one jaw was able to move." It was also noted that "the hinge of the jaw was detached." The procedure was successfully completed with the fifth radial jaw 3 biopsy forceps device. At the conclusion of the procedure, the pt's condition was reported as "fine."

Manufacturer narrative:
Although the complainant had indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. Reviews of the device history record and product family complaint trend report are in progress; results will be provided in a follow-up medwatch report.